Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer stated that they had been receiving a blank display screen on their insulin pump and had difficulty removing the battery cap. The customer tried reinserting the batteries but the issue was not resolved. The customer was hospitalized because they were six (B)(6) and their baby had an infection which caused the customer to go into (B)(6). The customer was wearing the insulin pump during their hospitalization. The customer did not return the product back for analysis.

Manufacturer narrative:
Concomitant product(s): product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring and tearing in the seal material of the cup of the sutureless connector. There were indents seen in one of the retaining ring fingers. Leaking was observed in the sutureless connector area during pressure testing. Per the print report, the pump contained saline.

Event description:
The pump and a portion of the catheter were returned. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The return paperwork indicated that no analysis was being requested; however, the pump and catheter underwent routine analysis. Further follow-up is being conducted for patient symptoms, troubleshooting, outcome, and the drug in the pump at the time of the event. If additional information is received, a follow-up report will be sent.